Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had been receiving inadequate therapy. An impedance check revealed high impedance related to the patient's lead located at s1. X-rays were taken and revealed a possible lead fracture. Reprogramming was unable to provide adequate therapy long term. As a result, the patient's lead was explanted and replaced. Surgical intervention addressed the patient's issue.